Event description:
Patient was experiencing high impedance. Xrays were taken and reviewed. Connector pin is unable to be assessed due to scope of the image; however, lead pin is not observed past the connector (could be due to angle of image). No obvious fractures or sharp angles were observed in the visible portions of lead; however, certain sections were unable to be fully assessed due to contrast and resolution. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Additional information received noting that the patient was recently seen and still presented with high impedance and has been referred for surgery. The patient was previously referred back in 2022 but the family declined. No known surgical intervention has occurred to date. No other relevant information has been received to date.